Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reports patient getting desired settings not available(oor) error today. Rep met with patient on sept 15 to optimize his therapy. Patient programmed with 3 different groups:9 & 10 90usec 1000hz at 3.4 ma4+ 9- 14+ 90usec 1000hz at 4.5 ma8+ 9- 200usec 1000hz at 2.5 ma. Rep said patient is getting oor in every single group.1 1970 ohms 2 1660 3 1630 4 1710 5 40k 6 1780 7 1690 8 1610 9 1660 10 1660 11 1660 12 1790 13 1660 14 1560 15 1540 ohms. Reviewed with rep that based on impedance, patient should not be hitting oor with programmed parameters, unless there is an intermittent high impedance issue that is not currently being detected; until the issue is addressed programming is going to be difficult. High impedance on electrode 5 was noted on sept. 15th. The issue was not resolved through troubleshooting. Additional information from the rep indicated that it is unknown why the message appeared. No new interventions are planned.